Event description:
Same case as 2184052-2014-00175. Inserter would not hold implant. The implant would come off when the doctor would try to mallet it in. No damage was done to pt. The implant was successfully placed in the pt. The implant was not damaged during the procedure.